Event description:
It was reported that the right ventricular (rv) lead dislodged. Follow-up conducted revealed that due to the patient's size and anatomy the rv lead was repositioned in the atrium and the ventricular port was plugged. The dislodged lead was explanted and the repositioned lead remains in use in the atrium. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, a tip seal observation, and visual analysis revealed apparent explant damage.